Event description:
Procedure type: sleeve gastrectomy. According to the reporter: put idrive into firing mode but would not fire over tissue, first firing with black reload on stomach in sleeve. Changed out reload and did not fire, changed out idrive which had no problem getting through tissue. Current patient status: recovering fine. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Nothing fell into the cavity. No extension of incision.

Manufacturer narrative:
(B)(4).